Manufacturer narrative:
UDI: rlt261414 - (B)(4). Plc231000 - (B)(4). Pxc141200 - (B)(4). Hgb161407 - (B)(4). Hgb161407 - (B)(4). Ceb231210 - (B)(4).

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016 the patient was implanted with gore excluder aaa endoprosthesis. On (B)(6) 2016 the patient had a stroke. On (B)(6) 2016 the patient received an endarterectomy of the left internal carotid artery.

Manufacturer narrative:
The following devices were implanted within the initial procedure: rlt261414 - (B)(4), plc231000 - (B)(4), pxc141200 - (B)(4), hgb161407 - (B)(4), hgb161407 - (B)(4), ceb231210 - (B)(4).